Event description:
It was reported that following radiotherapy the pulse generator exhibited backup vvi mode. The stored data was recovered, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.